Event description:
It was reported that after being implanted for two months the nail broke. Patient was revised in 2007.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.